Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Electrode belt was returned and investigated. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation it was determined q1 in ECG c and d was defective. The root cause of the defective q1 component not be positively identified. There was no adverse event that resulted from the damaged belt.